Event description:
It was reported that the intra-aortic balloon pump (iabp) shut off in use; the user noticed the screen was off first, then found that the iabp stopped. As a result, the iabp was replaced with a back-up one in the facility. Additional information was received on 19 jul 2021 that the patient died on 19th or 20th of june (exact date unknown). At the time of the patient's death, this pump had already been removed from the patient. There was no indication that the pump caused or contributed to the patient's death.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of pump shut off in use is not able to be confirmed. According to the event details, the pump passed functional checkout by the distributor after the case. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of pump shut off in use is not confirmed. The returned cpm board, power supply, and m-force motor driver passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut off in use; the user noticed the screen was off first, then found that the iabp stopped. As a result, the iabp was replaced with a back-up one in the facility. Additional information was received on 19 jul 2021 that the patient died on (B)(6) (exact date unknown). At the time of the patient's death, this pump had already been removed from the patient. There was no indication that the pump caused or contributed to the patient's death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut off in use; the user noticed the screen was off first, then found that the iabp stopped. As a result, the iabp was replaced with a back-up one in the facility. Additional information was received on 19 jul 2021 that the patient died on (B)(6) (exact date unknown). At the time of the patient's death, this pump had already been removed from the patient. There was no indication that the pump caused or contributed to the patient's death.